Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an insulation break and fracture confirmed by x-ray. It was also noted that whenever the patient moved their shoulder or hand oversensing was observed and the pacing impedance rose to over 2000 ohms and fluctuated erratically. A lead integrity alert (lia) triggered for a high number of short v-v intervals and non-sustained ventricular tachycardia. The lead was programmed off and a lead extraction was scheduled for later in the week. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals /sensing integrity counter. If information is provided in the future, a supplemental report will be issued.